Manufacturer narrative:
On (B)(6) 2024 downloaded cda logs, sent to r&d for analysis. Updated and could not confirm customer¿s complaint of the device powering off during infusion while connected to ac power. Plugged the device into ac power. The ac power led light illuminates when plugged in. Device powers on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time (B)(6) 2024 @ 4:00 pm. Protocol stop time (B)(6)2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharge start time. On (B)(6) 2024 @ 2:00 pm. Updated on 10/04/2024. Battery recharge start time. On (B)(6) 2024 @ 2:00 pm. Battery recharge stop time (B)(6) 2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time (B)(6) 2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on (B)(6) 2024 @ 4:10 am total run time of 4 hours and 20 minutes. Device than alarmed with depleted battery n252 on (B)(6) 2024 @ 5:30 am total run time of 5 hours and 40 minutes. Device failed the battery operational checkout. Replaced the battery and recharged the battery for a minimum of 8 hours. Re-ran the battery operational checkout. Device passed the operational checkout with ICU medical csb battery. Probable cause is the incorrect battery was installed. Non-ICU medical battery installed. During inspection found contamination on the fluid shield. Verified discrepancy through visual inspection. Replaced the fluid shield. Probable cause is contamination. During inspection found the cassette door lever cover to be damaged. Verified discrepancy through visual inspection. Replaced the cassette door lever cover. Probable cause is physical damage consistent with normal wear and tear. Updated on 12/14/2024 attaching r&d analysis summary. Full r&d analysis report will be attached to twd. By (B)(6), the device was powered on and switched to battery with battery level 4 and within 15 minutes the battery level dropped to 0 and we got depleted battery and replace battery. The device was plugged in to ac main and infusions were performed. But the replace battery alarm continued, the nurse put the device through power cycles after stopping the infusion, but the replace battery alarm continued. The door was opened by the nurse and infusion was programmed again, but the alarm did not stop. Finally, the infusion was stopped by the user and the device was powered off and not used again. Engineering evaluates that the battery drainage from level 4 to level 0 by (B)(6) in less than 15 minutes indicating bad battery condition. Also, the nurse tried to clear the replace battery alarm through power cycles and opening and closing the cassette door. But the alarm continued, which required the nurse to clear the alarm by using biomed mode. According to system operating manual document, the typical battery operating time with a new and fully charged battery is 7 hours when infusing at 25 ml/hr., and 4 hours at 999 ml/hr. Depleted battery alarm: according to the system operating manual document, n252-depleted battery alarm occurs when the infuser is running on battery power and the battery voltage drops below depleted voltage limit (5.45v) for 3 times consecutively, this is a high priority alarm which stops the infusion and prepares the pump for shutdown if not plugged into ac within 3 minutes after it is triggered. The clear condition is to connect the device to ac power source. Replace battery alarm: according to the system operating manual document, n56-replace battery alarm occurs when the battery or battery charge circuitry needs service. This is a low priority alarm, and it does not stop the infusion. According to the plum a+ and plum 360 active malfunctions and alarm documentation, replace battery alarm occurs when a questionable battery event is detected 3 consecutive times. (Asserted to indicate a full battery discharge faster than expected, i.e. Approaching the end of life and therefore need to be replaced). This alarm persists and reasserts over, power cycles until it is cleared by pressing the ¿change battery¿ soft key in biomed mode after installing a new battery. Engineering concludes that the customer¿s complaint of the pump shutting down while on ac could not be confirmed as the device was powered off by the user while being connected to ac main. The replace battery alarm occurred multiple times and was not cleared using ¿change battery¿ softkey in biomed mode. However, the battery drained from level 4 to level 0 in approximately 15 minutes by (B)(6) confirming a bad battery condition. Hence recommends the service center to do the preventive maintenance tests. Apart from this, the device was working properly, and infusions were delivered as expected.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac. There was unknown patient involvement, but no adverse event was reported.